Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information a 23mm 3300tfx aortic valve was explanted after nine (9) years, 11 months, due to unknown reasons. The explanted device was replaced with a 25mm 11500a aortic valve. Patient post-operative status noted as in recovery.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular likely contributed to the event.

Event description:
Edwards implant patient registry received information a 23mm 3300tfx aortic valve was explanted after nine (9) years, 11 months, due to severe aortic stenosis. The explanted device was replaced with a 25mm 11500a aortic valve. Per medical records patient presented with exertional chest pain, severe aortic stenosis, and ascending aortic aneurysm. The explanted device was replaced with a 25mm 11500a aortic valve. The aortic aneurysm was repaired with a 30 mm graft. The post tee showed a well properly positioned and functioning aortic valve with no pvl or central leaks. The patient tolerated the procedure well and left the operating room in guarded condition. Patient was discharged home on post-operative day five (5).